Event description:
Procedure: vats/blebs left lung. Reportedly, the tissue was thick but very friable. The surgeon was using gore seamguard which they had a difficult time applying and during this process the gore may have been dislodged into the apex of the cartridge nad anvil jaws. After the device fired over the tissue the jaws of the device locked and would not release. Several attempts were made to remove the device however they did not work. After approx 20-30 minutes the surgeon then made a 20mm cut between the ribs to insert his fingers. The surgeon put his fingers between the stapler jaws and the stapler immediately opened without much force. The surgeon indicated the staple line was perfect and the cut line was perfect. The surgeon did not think the stapler was at fault rather that the gore jammed the jaws.

Manufacturer narrative:
The device is being sent for third part evaluation.